Event description:
It was reported the saline leaked from the balloon during the preparation. Therefore, the balloon was unable to inflate. The operation was completed successfully using a replacement. No injury was reported to the patient.

Manufacturer narrative:
The product was not returned; therefore, a root cause could not be conclusively determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.